Manufacturer narrative:
The customer corrected the problem. Wash solutions a and b were properly connected. The customer will perform a rinse, run qc and repeat all samples. (B)(4): customer corrected problem.

Event description:
The customer reported that wash solutions a and b were switched on the ortho provue. No erroneous results were reported. Incorrect wash solution connection or placement on the provue and testing was performed could be a potential for cross contamination.